Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not recognize any therapy cables connected to the device. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize any therapy cables connected to the device. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported issue.